Event description:
The customer stated that after turning on the equipment for 10 minutes, it kept warming up and would not operate. There is no report of death or serious injury associated with this complaint. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was found to be corrupt during the service call. The reported issue is currently under investigation.